Manufacturer narrative:
Manufacturing review: a device history record (DHR) review was not performed as the lot number was unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Approximately thirteen years post filter deployment, a CT demonstrated grade 3 perforation with left lateral strut abutting post aortic wall (10mm); a detached strut embedded in right psoas muscle and another detached strut in retroperitoneal fat posterior to ivc. Based on the image review, one of the two struts remaining after filter removal corresponded with the ¿strut¿ located in the psoas musculature. The ivc filter strut extended 10mm beyond wall of ivc. Therefore, based on the provided images and medical records, the investigation can be confirmed for perforation of the ivc and limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient traumatic brain injury with coma. At some time post filter deployment, it was alleged that filter limbs perforated into the organs and the limbs were unable to be retrieved. Two detached limbs remain the heart and one in thoracic vertebrae artery. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review was not performed as the lot number was unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Based on the image review, one of the two struts remaining after inferior vena cava (ivc) filter removal corresponds with the ¿strut¿ located in the psoas musculature. There is a claim for four struts not removed, but there are only two struts demonstrated on these images. A connection between the right psoas muscle strut and the inferior vena cava (ivc) filter can not be made. The inferior vena cava (ivc) filter strut does extend 10mm beyond wall of inferior vena cava (ivc). Based on the image review, alleged filter limb detachment and perforation of the inferior vena cava can be confirmed. Approximately, eleven years and eleven months of post deployment, computed tomography abdomen/pelvis with contrast showed inferior vena cava filter likely bard recovery in mid l2 to inferior l3, migration was unlikely, no significant tilt with position coronal 9 degrees to right, sagittal 11 degrees posterior, grade 3 perforation (left lateral strut abuts post aortic wall), fractured struts were noted, and the detached strut was embedded in right psoas muscle and in retroperitoneal fat posterior to inferior vena cava. Filter legs intact were intact with some penetration. Inferior vena cava filter in the infra-renal inferior vena cava with limited penetration abutting the posterior aspect of the aorta and reaching the psoas muscle. There was a separate curvilinear hyper-density consistent with a separated inferior vena cava filter limb ln the right psoas muscle. After, four days, filter retrieval was attempted. Serial dilators were placed in an 18 french sheath was placed into the inferior vena cava. Inferior vena-cavogram was performed, demonstrating a single visualized arm inferolateral to the inferior vena cava, likely in the right psoas muscle, correlating with computed tomography. There was a second arm which was discontinuous from the filter at the hub, but appeared located within the inferior vena cava. Two additional arms were attached to the filter and 2 arms were unaccounted for. All 6 legs were visualized. The apex of the filter was grasped with alligator forceps and easily retracted into the sheath. The filter was removed from the sheath, revealing 6 intact legs and 2 intact arms. Imaging over the abdomen demonstrated 2 residual arms. Follow up inferior vena cava angiography again revealed a single arm inferolateral to the retrieval site, outside the inferior vena cava. A second arm appeared to be within the wall of the inferior vena cava. This could not be manipulated with the forceps. A loop snare was placed and passed over the internal wall of the inferior vena cava, without contacting the leg. The leg was determined to be embedded within the wall, with no portion into the lumen. A search was then initiated for the 2 unaccounted for arms. The first was seen overlying the medial superior liver and felt to be possibly within the hepatic vein. A 6 french mpa catheter was placed into the right hepatic vein and hepatic venography was performed. Clearly demonstrating the arm fragment outside the hepatic vein, and outside the liver. Appearance may be consistent with distal right lower medial pulmonary artery embolization. The second arm was clearly seen within the right middle lobe, adjacent to the hilum. A pigtail catheter was then negotiated into the right pulmonary artery and right pulmonary arteriography was performed, demonstrating both arms. The inferomedial arm was far too distal to attempt retrieval. However, a retrieval snare was placed into the proximal right middle lobe artery and attempts were made to retrieve the fragment, without success. The procedure was terminated. The sheath was removed and hemostasis was achieved with a quick clot device and pressure. The patient experienced no complications. After, eleven days, computed tomography images of the chest demonstrating 2 arms of the previously retrieved inferior vena cava filter in the right pulmonary artery branches and pulmonary parenchyma, unchanged in configuration and position from pre-procedure chest x-ray. Around, one year one month later, the patient had lower back pain and inferior vena cava filter migration and computed tomography of lumbar spine without contrast was performed. History indicated inferior vena cava filter migration. Linear density which was partially within the inferior vena cava filter represented an extruded limb of the inferior vena cava filter. A second radiodensity was seen in the right psoas musculature. Linear radiodensities seen in the right psoas musculature and posterior to the inferior vena cava were partially embedded in its wall. These may represent the extruded inferior vena cava filter limbs. On an unknown date, the patient reported of filter that had pieces ¿break-off¿ and have lodged in patient¿s back. Therefore, based on the medical records and image review the investigation is confirmed for filter limb detachment, perforation of the inferior vena cava (ivc) and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient traumatic brain injury with coma. At some time post filter deployment, it was alleged that filter limbs perforated into the organs and the limbs were unable to be retrieved. Two detached limbs remain the heart and one in thoracic vertebrae artery. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Medical images have not been made available to the manufacturer. Medical records were provided and a review is currently underway. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient traumatic brain injury with coma. At some time post filter deployment, it was alleged that filter limbs perforated into the organs and the limbs were unable to be retrieved. Two detached limbs remain the heart and one in thoracic vertebrae artery. The device was removed percutaneously. The current status of the patient is unknown.